Manufacturer narrative:
The implanting clinician had identified the wound dehiscence at a follow-up appointment on (B)(6) 2020. The implanting clinician cleaned the wound and prescribed antibiotics (dosage, name unknown). The implanting clinician elected not to explant the stimulator. Review of sterilization and packaging records for the respective product lot confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The complaint of wound dehiscence was confirmed with the implanting clinician. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the wound not healing is unknown/no problem found. Potential causes include inadequate implant depth, inadequate suturing, or failure to comply with post-operative care instructions.

Event description:
On december 1, 2020, the stimwave clinical representative was made aware by the implanting clinician that the patient's implant wound had dehisced and was not healing.